Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 12feb2021

Event description:
The customer reported the power supply is defective. There was no patient involvement. The manufacturer's field service engineer (fse) could not confirm the reported issue. The ventilator was returned to the customer not repaired, the ventilator has reached the end of life and support.

Manufacturer narrative:
G4:21apr2021; b4:26apr2021. H11: the customer sent the unit to a repair facility for evaluation. The service technician confirmed that the power supply was faulty and required replacement. The device was not repaired since it has reached its end of life and support is no longer provided. As of december 31st, 2020, philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.